Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely calcified, tortuous mid right coronary artery (rca). The physician attempted to place the 3.00 x 12mm taxus express2 drug eluting stent but was unable to cross. The lesion was predilated with 3.0x12mm maverick2 balloon. The physician attempted to place the stent again, but was unsuccessful. Upon removal, the stent dislodged in the ostial rca. The physician used a 3.0 x 12mm non-boston scientific balloon an placed it through the dislodged stent and deployed the stent in the ostial rca, as there was a lesion there also. No add'l pt complications were reported. Pt status reported as "ok". Add'l info was requested, but is unavailable.